Event description:
Boston scientific received information that this device exhibited the elective replacement indicator (eri), approximately 2.5 years post implant. The physician questioned the rapid rate of battery depletion based on programmed settings in conjunction with delivered therapy. While no adverse patient effects have been reported, surgical intervention was performed for product replacement. The explanted device is to be returned for a post market longevity assessment.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Following product return and completion of lab analysis, a follow-up report will be submitted.